Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp procedure performed the day before (male patient, age and weight are unknown). According to the complainant, the device would only deploy "halfway". The device was removed and a different device ("plastic", manufacturer unknown) was used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Product analysis of the returned device confirmed that the inner lumen had broken at the skived area. The exact cause of this occurrence is unknown. A dimensional check was performed, the break in the inner lumen was located at 250mm proximal to its distal end. A visual examination was performed and found that the inner lumen had broken at the skived area. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.